Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro analyzer and replaced na electrode to resolve the issue. The fse performed calibration and controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The customer released seven low patient results out of the laboratory. The physicians noticed the low results; thus, they were repeated later with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for only one patient.